Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an x-ray confirmed the atrial lead had dislodged and was in the right ventricle or sitting on the valve shortly after implant. This caused the right ventricular (rv) lead to sense crosstalk activity, which in turn resulted in pacing inhibition. The patient had an episode where they were asystole for ten seconds. It was noted that there were pacing spikes present during the period of asystole but the left ventricular (lv) lead was not capturing during this episode. It was noted the lv threshold was very high and ended up being turned off. The atrial lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.